Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Tandem technical support arranged to send replacement charging supplies. Pump began charging using replacements, issue resolved.